Manufacturer narrative:
The technician has found an issue with the liquid level detection (lld). The sample probe and the related electronics were replaced. No further issues were reported. No additional data provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable low troponin results for four patient samples from a cobas 8000 cobas e 602 module. No specific data could be provided but it was stated the initial results were less than the measuring range of the assay and the repeat results were positive. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The liquid level detection was too low. The field service representative changed the sample probe and a mechanical assembly.